Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The required term/code for this report was unavailable. Since the device passed all testing, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead. Reporting for due diligence: the reported skin rash occurred in a user of a soclean 3+ using a resmed mirage activa lt nasal mask, which utilizes a silicone cushion that contacts the skin during therapy. Skin irritation, redness, pressure-related marks, and contact dermatitis are recognized and foreseeable adverse events associated with CPAP mask interfaces and may result from multiple factors, including mask fit, headgear tension, friction, moisture accumulation, cleaning agents, residue from facial products, cushion age or condition, underlying dermatologic conditions, or sensitivity to mask materials. Based on the information available, a causal relationship between the soclean 3+ device and the reported skin reaction has not been established, and other contributing factors cannot be excluded. This MDR is being submitted in accordance with regulatory reporting requirements because a device contribution cannot be conclusively ruled out based on the information received; submission of this report does not constitute an admission that the soclean 3+ device caused or contributed to the reported injury.

Event description:
Customer reports a red, raised, itchy rash on the face in areas where the nasal pillows contact the skin. Customer was evaluated by a medical professional and was prescribed an unspecified topical cream. The customer was advised to discontinue use of the device.